Event description:
It was reported by the rep that the (1) lcsk5 and the (1) lcs15 were used during an adrenalectomy procedure. It was reported that the surgeon used the 5mm device first and it cut but did not coagulate. The surgeon then used a 10mm device and it did the same thing. It was not reported how the case was completed. The case was converted to an open procedure. 11/18/1999 spoke with the rep he stated the case was converted to an open procedure at the end of the case. He did not believe it was device-related. He stated the device cut and did not coagulate. Rep will send device back for analysis after receiving kits.